Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) was "low", although specific value was not provided. Customer addressed bg by consuming carbohydrates. Suspected cause was due to the customer¿s settings requiring adjustments. Recommendation was made to consult with a healthcare provider regarding settings adjustments.